Event description:
It was reported the customer was found unconscious and paramedics were called out and treated her son for low blood glucose. The following day, the customer went to the emergency room for low blood glucose. The customer also stated that she had high blood glucose and treated twice. Troubleshooting was performed. The bolus history revealed the customer bolused twice within a short period of time for the last two days.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.